Event description:
It was reported that coating issue occurred. The target lesion was located in the tibial artery. A 300cm straight tip v-14 control wire guidewire was used. However, during the procedure, the coating of the tip peeled off and was retrieved by snaring. The procedure was completed with a non-boston scientific guidewire.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original box batch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device was received and the polymer jacket was detached from the distal tip and the distal section was kinked. No other issues were noted in the device. Under microscope was confirmed the polymer jacket was detached and the distal tip was kinked. The device was measured in three sections (distal - medium - proximal) along it in order to confirm that is within specification. The outer diameter of the distal, medium and proximal were within specifications.

Event description:
It was reported that coating issue occurred. The target lesion was located in the tibial artery. A 300cm straight tip v-14 control wire guidewire was used. However, during the procedure, the coating of the tip peeled off and was retrieved by snaring. The procedure was completed with a non-boston scientific guidewire.